Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the menu button on the pump does not work. Caller stated the soft rubber component is torn and there was temporary water contact. Caller reported no health concerns. No adverse event reported. Requested return of the alleged pump for evaluation.